Manufacturer narrative:
Continuation of d11: ulti vasopressor support. (B)(4).

Event description:
It was reported by the rn that the intra-aortic balloon pump (iabp) stopped pumping for no apparent reason x3. There were no alarms issued, but a message flashed on the screen briefly for "failed to auto zero". The monitor screen is fading in and out, and leds around the monitor keep flickering. It was clarified that the pump has stopped pumping, but not powered off on those occasions. The rn reported that they were able to immediately resume therapy each time. As a result, the pump was successfully exchanged. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Concomitant medical products: ulti vasopressor support.qn#1900071568 teleflex did not receive the device for investigation therefore the reported complaint of iabp stopped pumping is not able to be confirmed. Additional information indicates the biomed serviced the pump and could not reproduce the issue. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported by the rn that the intra-aortic balloon pump (iabp) stopped pumping for no apparent reason x3. There were no alarms issued, but a message flashed on the screen briefly for "failed to auto zero". The monitor screen is fading in and out, and leds around the monitor keep flickering. It was clarified that the pump has stopped pumping, but not powered off on those occasions. The rn reported that they were able to immediately resume therapy each time. As a result, the pump was successfully exchanged. There was no report of patient complications, serious injury or death.